Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The reported issue occurred due to patient related factors. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of five (5) years, five (5) months due to pannus, difficulty to open close, degraded (thick leaflets) stenosis, regurgitation and stenosis. The patient presented with increasing shortness of breath with minimal activity and chronic diastolic heart failure, nyha iii. The tmvr was performed with a 29mm 9600tfx valve with excellent outcome. The patient tolerated this procedure well and was transferred directly to the ICU in stable condition. The post-operative course was complicated by atrial arrhythmias that required cardioversion and medications. The patient was discharged on pod # 7.